Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
After using for one month the consumer said the product had spiced apart from top to bottom. Also asked if this was a frequent complaint or a faulty lot.